Manufacturer narrative:
Underwater leak testing revealed a leak in the membrane. Under microscopy, a smooth-edged penetration was seen at the leak site with no accompanying marks. This type of penetration is typical of that caused by contact with a sharp object.

Event description:
The doctor was unable to remove the iab. No blood was noted. The iab was surgically removed. The contact reported that "the catheter membrane appeared to be bunched up."